Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that the esg-400 electrosurgical generator issued error message e433. It is unknown when exactly the failure occurred. However, there was no report about an adverse event or patient injury and the intended procedure was completed using another similar device.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh)/china (returned to osh on 2022-09-08). Afterwards, the generator board (w7107084) was forwarded to the manufacturer for further investigation. Even though the evaluation could not reproduce the occurrence of error message e433, it was shown in the hf generator¿s error log. Error message e433 is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, the error message could not be reproduced. Based on the information available, the cause of the reported phenomenon and the user¿s experience can be very likely attributed to a defective foot switch or a user error. In addition, the evaluation revealed the occurrence of error message e432. During device startup, the output voltage of the generator board is checked for test purposes. Error message e432 is triggered if the output voltage exceeds 220v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, an unlimited number of periodic restarts can be triggered. In the case at hand, error e432 was caused by the generator board. However, there is no causal connection between error messages e433 and e432. Also, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.